Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that during a laser assisted cataract surgery, the surgeon opted to only perform one arcuate cut, instead of two. The technician proceeded to change the settings on the patient information screen, not the program screen, in order to cancel the cut. As the system proceeded, the surgeon noticed that the arcuate was being performed at the 95 degrees location, instead of the intended (176 degrees) position. The positioning of this cut induced astigmatism in this area. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).